Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial and dry. Visual inspection found the lens optic deformed, haptic bent and deformed and stretched out. Dimensional and functional inspection found the lens within specifications. Claim#: (B)(4).

Manufacturer narrative:
Pt info: unk. PMA/510k: this product is not marketed in the us. (B)(4): off-label use (over 45yrs of age at date of implant). Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -8.00 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged for a different diopter lens due to refractive surprise. This exchange resolved the problem. Cause of event was unknown.